Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new spectra penile prosthesis (spp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the ipp was removed due to suspected infection. It was further reported that the patient experienced chronic scrotal pain leading to the replacement surgery. However, the ipp worked fine. During the procedure the physician did not think the device was infected. The physician did not know the cause of the problem, however, he thought a malleable implant would resolve it. The patient did not experience any further adverse events and was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.